Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion blue, pilot200. Guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The trek 2.50 x 15 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous and calcified proximal and mid right coronary artery with 100% stenosis. The lesion was first dilated with an unspecified smaller sized balloon catheter, and then with a trek rx 2.5x15mm balloon catheter. However, the trek balloon ruptured at 10 atmospheres (atm). The device was replaced with an unspecified nc balloon catheter, which was inflated without any issues. In addition, a trek rx 3.5x15mm balloon catheter was used in order to further dilate the lesion. However, the balloon ruptured at 8 atm. Thus, a trek 3.0mm and an unspecified nc balloon catheter were used to successfully dilate the lesion. The procedure was successfully completed after stent implantation. There was resistance during advancement of both devices into the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.